Manufacturer narrative:
Product complaint # (B)(4). Batch # t5aw3m. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recessed below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what were the indications for surgery? Recent ovarian carcinoma with involvement of sigmoid colon. Did the patient receive any preoperative chemotherapy or radiation? Chemotherapy completed = 2017 (2 years) what provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Standard operating steps. Have used contour for more than 12 years. Was the device difficult to close? No. Not at all. Was the device closed and repositioned multiple times prior to firing? No. Was the device difficult to fire? No. Was the distal transection attempted to be completed in one or multiple firings? Once. Can more information be provided about staple form? Proximal site was complete. What is the current status of the patient? Discharged home well. Planned for chemotherapy.

Event description:
It was reported that the surgeon was doing lower anterior resection and when using cs40g to fire and cut the rectum, the staples does not form properly and the rectum is not sealed. Surgeon opened up another stapler.